Manufacturer narrative:
The insulin pump was received missing segments due to cracked and bleeding display glass. The insulin pump was received with normal operating currents and passed the self test, reset error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The backlight functioned properly and no anomaly was noted. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump had a partial display and could not be read. She did not recall the blood glucose reading. The drive support cap appeared normal and recessed. The self test passed. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.